Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay, cracked case, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit received with frozen screen display with medtronic logo due to corroded electronic assemblies. Unable to perform displacement test and self test due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.